Event description:
A customer reported receiving erratic readings on his freestyle blood glucose meter. The customer obtained readings of 163 mg/dl, 460 mg/dl and 89 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer returned the meter. The complaint is under investigation and a follow up report will be filed once the investigation is complete.